Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the suction cylinder and forceps channel appeared to be seeds but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no observed deformation that might contribute to the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of seeds were stuck in water channel was confirmed. Device evaluation found a foreign object in the channel and suction of brush passage, channel and suction cylinder of forceps passage, and channel and suction of suction flow. The additional evaluation findings are as follows: bend section cover glue cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope seeds were stuck in water channel. The issue was found during procedure. There were no reports of patient harm.